Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of broken output assembly. Analysis also noted that the hanger assembly was broken, upper case was broken, and lower case were broken. The encoder assembly, one control knob, hanger screw and output connector nuts were contaminated. The display wire frame boss was stripped. All defective parts were replaced, and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connectors. The device has been returned for service. There was no patient involvement.